Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events with an infusion set as it set fell off during use. The infusion set was used for a day and a half. Customer replaced infusion set and resumed insulin. No further information available.

Manufacturer narrative:
Patient country: united states.